Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. The complaint unit was returned connected together. A visual examination of the complaint unit was carried out and no issues were noted. A test guidewire was loaded on the rotablator plus unit without loading difficulty. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. The burr was microscopically examined and no foreign material was noted on the device. No other issues or defects were observed during product analysis on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID:2134265-2015-02975. It was reported that the rotawire could not be removed from the burr and surgical drape was attached to the burr. A rotalink¿ plus was used in conjunction with a rotawire¿ and wireclip¿ torquer were selected to treat the target lesion. During rotation test outside the patient, the device came into contact with a part of the surgical drape, had touched/ attached to the burr. The rotawire twisted around and could not be removed from the rotalink. The device was replaced with another with the same device to complete the procedure. No patient complications reported and the patient's condition was good.